Manufacturer narrative:
Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that the patient had listeria bacteremia and became septic. The source of the infection was unknown and it was reported that patient eventually expired on (B)(6) 2015 due to a hemorrhagic stroke. It was reported that the device functioned as intended and the stroke was believed to be related to the sepsis. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Bleeding, stroke, sepsis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.